Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported complaints. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was no resistance removing the protective sheath from the 2.5x15 nc trek. Before use in the patient, the tip on the nc trek was noted to be nearly stretched and detached from the device. This device was not used in the patient. There was no clinically significant delay in the procedure reported because of the failure. No additional information was provided.